Event description:
It was reported that the patient presented for a follow-up in clinic on (B)(6) 2026, with a complaint of shortness of breath, fatigue, fluid retention in the lower extremities and a recent cough that was not getting better. The patient was on diuretics, but she claimed that it was not working as well as it once did. The patient undergone echocardiogram for pacemaker induced cardiomyopathy, results revealed that there was a significant reduction of left ventricular (lv) ejection fraction (ef). The pacemaker was then explanted and replaced with a biventricular pacemaker on 18 mar 2026 to improve the patient's heart function. No patient complications were reported.

Manufacturer narrative:
The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.